Event description:
Patient with history of developmental delay, status post nissan, and on g-tube feedings was admitted with acute abdomen and underwent exploratory laparotomy and repair of duodenal perforation. Due to IV access issues, patient had left ej, external jugular, issues, catheter placed. Four days later, the catheter snapped when patient was being transferred out of exersauser and was successfully repaired. Catheter continued to function well for several days when nurse noted bleeding at the clamp site. Reports catheter "shredded at clamp site". Catheter was removed. Patient was tolerating tube feedings by this time and a new catheter did not need to be inserted.

Manufacturer narrative:
Event evaluation: without the actual complaint device, we were not able to determine with certainty why the device shredded at the clamp site. However, it is possible the catheter may have become occluded and was overly pressurized during flushing. There is also the possibility the clamp was not unlocked prior to flushing. Review of records indicated no other reported problems with this lot number.